Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/moved to out of fallopian tubes.') And uterine perforation ('perforation (uterus)/essure device migrated/malposition of essure device location of device: uterus/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included obesity. Current weight 201 lbs. Concomitant products included hydrochlorothiazide (hctz) and paracetamol (tylenol). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), emotional disorder ("hormonal changes: emotional"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvic area pain"), back pain ("lower back pain"), mood swings ("mood swings"), urinary tract infection ("uti"), anaemia ("anemic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts") and underwent adhesiolysis ("lysis of adhesions"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (one side removal of fallopian tube) and total hysterectomy (uterus and cervix removed)/hysteroscopy, laparoscopy, lysis of adhesions, left s). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, emotional disorder, fatigue, alopecia, weight increased, mood swings, urinary tract infection, anaemia, dyspareunia, adhesiolysis, ovarian cyst and migraine outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain and back pain was resolving. The reporter considered adhesiolysis, alopecia, anaemia, back pain, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009, (B)(6) 2010. On (B)(6) 2009, the patient underwent hysteroscopy, left salpingo-oophorectomy and on (B)(6) 2010, she underwent total abdominal hysterectomy; right salpingo-oophorectomy unilateral salpingo-oopherectomy ¿ left hysterectomy with unilateral salpingo-oopherectomy - right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: new events added - mood swings, uti, anemic, dyspareunia (painful sexual intercourse), lysis of adhesions, ovarian cysts, migraines / headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/moved to out of fallopian tubes.') And uterine perforation ('perforation (uterus)/essure device migrated/malposition of essure device location of device: uterus/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included obesity, nausea, lightheadedness, renal stone, cyst and dizzy. Current weight 201 lbs. Concurrent conditions included vomiting, uti, kidney stone, hematuria and endometriosis. Concomitant products included hydrochlorothiazide (hctz) and paracetamol (tylenol). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), emotional disorder ("hormonal changes: emotional"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvic area pain"), back pain ("lower back pain"), mood swings ("mood swings"), urinary tract infection ("uti"), anaemia ("anemic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts") and underwent adhesiolysis ("lysis of adhesions"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (one side removal of fallopian tube) and total hysterectomy (uterus and cervix removed)/hysteroscopy, laparoscopy, lysis of adhesions, left s). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, emotional disorder, fatigue, alopecia, weight increased, mood swings, urinary tract infection, anaemia, dyspareunia, adhesiolysis, ovarian cyst and migraine outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain and back pain was resolving. The reporter considered adhesiolysis, alopecia, anaemia, back pain, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009, (B)(6) 2009, (B)(6) 2010. On (B)(6) 2009, the patient underwent hysteroscopy, left salpingo-oophorectomy and on (B)(6) 2010, she underwent total abdominal hysterectomy; right salpingo-oophorectomy unilateral salpingo-oophorectomy ¿ left hysterectomy with unilateral salpingo-oophorectomy - right. Discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/moved to out of fallopian tubes.'), uterine perforation ('perforation (uterus)/essure device migrated ') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included obesity. Concomitant products included paracetamol (tylenol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvic area pain") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed),salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, hormone level abnormal, fatigue, alopecia and weight increased outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain and back pain was resolving. The reporter considered alopecia, back pain, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet received. Events per pfs: perforation (fallopian tube(s)), perforation (uterus), abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, hormonal changes, fatigue, hair loss, pelvic area pain, lower back pain, weight gain and essure confirmation test not done. Outcome for events bleeding and pain were resolved and recovering respectively. Concomitant medication was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/moved to out of fallopian tubes.') And uterine perforation ('perforation (uterus)/essure device migrated/malposition of essure device location of device: uterus/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included obesity. Current weight 201 lbs. Concomitant products included hydrochlorothiazide (hctz) and paracetamol (tylenol). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), emotional disorder ("hormonal changes: emotional"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvic area pain"), back pain ("lower back pain"), mood swings ("mood swings"), urinary tract infection ("uti"), anaemia ("anemic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts") and underwent adhesiolysis ("lysis of adhesions"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (one side removal of fallopian tube) and total hysterectomy (uterus and cervix removed)/hysteroscopy, laparoscopy, lysis of adhesions, left s). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, emotional disorder, fatigue, alopecia, weight increased, mood swings, urinary tract infection, anaemia, dyspareunia, adhesiolysis, ovarian cyst and migraine outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain and back pain was resolving. The reporter considered adhesiolysis, alopecia, anaemia, back pain, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009, (B)(6) 2009, (B)(6) 2010. On (B)(6) 2009, the patient underwent hysteroscopy, left salpingo-oophorectomy and on (B)(6) 2010, she underwent total abdominal hysterectomy; right salpingo-oophorectomy unilateral salpingo-oophorectomy ¿ left hysterectomy with unilateral salpingo-oophorectomy - right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: new events added - mood swings, uti, anemic, dyspareunia (painful sexual intercourse), lysis of adhesions, ovarian cysts, migraines / headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.